Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. The complaint regarding the ok button sticking could not be duplicated during investigation. There was evidence of keypad contamination found under all key contacts. The ok button contact was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok button was sticking and had a delayed response. The reporter stated that the other buttons felt soft but were working. The reporter stated on one occasion the ok button got stuck during prime and emptied the cartridge into the air. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the button response issue.